Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and hyperglycemia. Blood glucose level at the time of the incident was 335 mg/dl. Customer had taken syringe injection and changed infusion set. Customer also stated that they did vomit. The insulin pump will not be returned for analysis.